Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported.